Manufacturer narrative:
Limited information about the event was available. Follow-up attempts to gain additional information from the patient were not responded to. Patient was using the t14 catheter but we cannot determine if the device may have caused or contributed to the event.

Event description:
Intermittent catheter patient (user) reported she got a urinary tract infection (uti) while using the t14 catheters, although she didn't specify it was the catheters that caused the uti. No other injuries or medical intervention were reported.